Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 290 mg/dl. She retested using another meter and received a reading of 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.